Event description:
The patient underwent breast augmentation surgery with bilateral implants at another facility. A MRI, magnetic resonance image, of the left breast revealed a ruptured silicone implant. The patient underwent surgery to remove the ruptured implant. It was replaced with a saline implant. The manufacturer of the removed implant is unknown.